Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with dislodged flap and epithelial ingrowth in left eye. A brief description of the event says that patient had hit the left eye a month prior. During the exam it was noticed the flap was displaced nasally with epithelial ingrowth. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -3.25 x .00 x 90, left eye pre-op 20/20 -2.75 x -.25 x 142. On (B)(6) 2016 patient returned to center and had a flap lift and rinse performed. Symptoms were resolved.